Manufacturer narrative:
The customer complaint of a check valve failure could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a magnesium sulfate secondary infusion was hung. A nurse other than the nurse that hung the secondary responded to a pump alarm in the room and noted that the magnesium bag was dry but it should have had another 1.5 hours left to infuse. There was no report of patient harm.